Event description:
It was reported that 3/4 of the way through a red cell transfusion, air was being pulled in from the bag through the device to the pump, and the pump is alarming. No pt sequelae was reported.